Event description:
It was reported that the patient had an inflatable penile prosthesis implanted on (B)(6)2020. The patient stated that yesterday the implant on right side fell out. The entire thing is in my scrotum. The patient was so uncomfortable because the back side of it barely fits and was pushing the skin like a sharp stick. The bag was also in the scrotum. The patient was very upset, hurting and was not sure how this could have happened.